Event description:
The pt reportedly experienced several episodes of pain followed by a loss of lock with the device. External equipment was exchanged, however, the problem was not resolved. Testing at the center confirmed that the device was not functioning. A revision surgery has been scheduled to explant the pt's device.